Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External visual inspection revealed cuts to the silastic cover as well as slices in the electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed electrical tests performed. The residual gas analysis (rga) test was unable to be performed due to damage during failure analysis. The device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had a leak at the seam weld. This was induced during the failure analysis process. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a mastoid and local skin infection at the implant area. The recipient's device was explanted. The recipient was not reimplanted. The recipient has healed and the infection resolved.